Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced palpitations. It was noted that the physician noticed patient's heart rate was slower than the programmed lower rate. The implantable pulse generator (ipg)remains in use. No patient complications were reported as a result of this event.